Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the proximal left anterior descending artery with moderate tortuosity, heavy calcification and 99% stenosis. The lesion was pre-dilated with an unspecified semi-compliant balloon catheter but could not be dilated sufficiently. A 3.5x8mm nc tenku balloon dilatation catheter (bdc) protective sheath was removed without resistance. The tenku was soaked and air aspiration was performed outside the anatomy prior to use. The tenku was advanced toward the target lesion and resistance was noted with the anatomy. The tenku balloon ruptured at 10 atmospheres on the first inflation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.